Manufacturer narrative:
Evaluation of the returned device identified sterility is not compromised. This device has not caused or contributed to a serious injury or a reportable malfunction. Please void this submission.

Event description:
Evaluation of the returned device identified sterility is not compromised. This device has not caused or contributed to a serious injury or a reportable malfunction. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565 - 2019 - 02174. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Packaging damage with sterility barrier potentially compromised (code vc).